Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 475 mg/dl, at the time of incidence. Customer did received insulin flow block alarm. Customer did not reported about bent cannula. During quick review the insulin was exited the tubing. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.